Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the patient's leadless pacemaker exhibited loss of capture. Capture threshold had increased. Programming changes were performed. The patient's condition was unknown post-intervention.

Event description:
New information received indicated that the device was inadequately fixated, as it was moving more than usual under fluoroscopy imaging. The device was ultimately explanted and replaced. The patient condition was stable.